Event description:
The physician reported duringa aneurysm coiling, a neurovascular stent was deployed to re-treat a recanalized right posterior communicating (pcomm) aneurysm. After the stent was deployed, the physician accessed the aneurysm for coiling. The physician then choose to utilize the detachable coil. The detachable coil reportedly had to be repositioned several times for better placement. The physician reported the coil rematurely detatched into right internal carotid artery. A retriever was used in an attempt to remove the coil, but was unsuccessful. The coil remains in the patient's internal carotid artery. The physician reported the patient was stable at end of case.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further significant information becomes available, a supplemental report will follow.